Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopiantubes),oophorectomy(one side removal)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue, weight increased, vaginal haemorrhage, depression, endometriosis and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, dyspareunia, endometriosis, endometritis, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: insertion date reported as (B)(6) 2003 and (B)(6) 2004 (per two different summon). Patient had received treatment for pain: pelvic/ abdominal, back and dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal, menorrhagia). Discrepancy noted for essure insertion date- (B)(6) 2003. Discrepancy noted for essure removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: newly added events- vaginal haemorrhage, depression, endometriosis, vaginal pain. Severity of previously reported events- pelvic pain female was added, onset date of previously reported events was added, essure insertion and removal date were updated, reporter was added, consumer address were updated and race was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: insertion date reported as (B)(6) 2003 and (B)(6) 2004 (per two different summon). Patient had received treatment for pain: pelvic/ abdominal, back and dyspareunia (painful sexual intercourse). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: incident category updated. Previously reported injury replaced by new events pain: pelvic/ abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue and weight gain. Patient dob added. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.